Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient indicated that their machine is doing fine, but beginning on november 13th or 14th, they started feeling the stimulation on their left hand side instead. The stimulation was programmed for their right hand side and right wrist. The patient used their patient programmer (pp) to go see about MRI because they are having an unrelated MRI and for some reason the stimulation changed to their left arm. During the report the patient used their pp to try another group, but it appears that the patient only has group a. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative (rep). It was reported that the rep thought that the patient may have increased the amplitude of the stimulation too high by accident. It was reported that when the amplitude is increased and the patient moves their neck, they feel stimulation in the left hand as well as in the right hand. It was reported that the patient was getting satisfactory coverage in the right hand. No further complications are anticipated.